Event description:
It was reported that a dexcom g7 sensor initially did not pair to the ilet shortly after activation, with the sensor confirmed in warmup and advised to complete the warmup period before further troubleshooting. Symptoms included no reported adverse physiological effects and blood glucose reported as unaffected. Outcomes included no impact on the user¿s health and no need for medical intervention or hospitalization. Investigation included technical support troubleshooting and user education regarding expected warmup behavior. Investigation of this case revealed that the device functioned as designed during the warmup period and that pairing was not expected to complete until warmup finished. It was concluded that there was no device malfunction and that user guidance resolved the concern.